Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal lens was shattered. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the shattered internal lens was component failure of the internal lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecology hysteroscope had a shattered internal lens. The issue was identified during inspection prior to use. There were no reports of patient harm.